Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di # h4: added device manufacture date h6: updated method and results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) hospital . (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure performed: laparoscopic incisional herniorrhaphy with 15 x 19 cm dualmesh. Assistant: (B)(6) , cfa. Anesthesia: general endotracheal. Estimated blood loss: minimal. Description of procedure: ¿the patient was brought to the operating room and placed supine on the operating table. After induction of endotracheal anesthesia, his abdomen was prepped and draped in a sterile fashion. A small left subcostal incision was made and a 5-mm optiview was placed. After insufflation with warm carbon dioxide gas, an additional 11 mm left-sided of the trocar was placed. A harmonic scalpel was used to take down omental adhesions to the anterior abdominal wall. No bowel appeared to be involved. After taking all this down, I measured the hernia defect and it appeared to be 12 x 15 cm. Taking down some of the abdominal wall tension, it actually seemed to be a little bit smaller. After doing this, I selected mesh and placed four-quadrant sutures 2 cm within the border of the mesh and placed it in the center of the anterior abdominal cavity. I then used the suture passer to pull the sutures up through and through the entire abdominal wall at four sites with 2-3 cm overlap around the hernia defect circumferentially. I then used a tacking device (an auto-tacker) to place circumferential tacks around the perimeter of the mesh. I placed an additional 5-mm right-sided trocar. I then used a suture passing device to pass 0 ethibond and 0 vicryl sutures through four additional sites on the anterior abdominal wall for 8 total stay-sutures. This gave good overlap with no tension on the mesh. The trocars were removed. The skin was closed with a 4-0 vicryl subcuticular suture. 0.25% marcaine with epinephrine was injected for local analgesia and sterile dressings were applied. The patient tolerated the procedure well. There were no complications.¿. (B)(6) 2009: [facility ni]. Implant record. Procedure implants: mesh gore-tex dual 15 x 19 x 1. Lot #: 06383524. Catalog: 1dlmcp04. Manufacturer: w.l. Gore and associates. Expiration date: 09/30/11. Site: abdomen. Quantity: 1. Device type: hernia mesh and/or plug. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06383524) was implanted during the procedure. (B)(6) 2012: (B)(6) . (B)(6) , md. Office visit. Been referred for management of a recurrent incisional hernia. Has small midline incisional scar which has widened out recently. Original operation was a hand-assisted left nephrectomy. Subsequently had that hernia repaired at clark memorial hospital using mesh and a laparoscopic approach. The mesh has yielded and his hernia repair has failed. Having increasing pain with exertion. There is mesenteric fat protruding through the defect according to their report. They do not describe any bowel protruding through; likely omental fat. Past surgical/social history: umbilical hernia repair 1976, hernia repair with mesh 2010, smokes 1 pack of cigarettes per day. Review of systems: abdominal pain, constipation. Exam: weight 230 lbs, bmi 30.34. Overweight. There was a thick scar at his midline abdominal hernia site. It¿s clearly the hand port defect from his nephrectomy. The hernia is reducible and the defect appears pretty broad. I¿m not sure why causes him some [sic] much pain. There is no sign of incarceration or strangulation. Assessment/plan: hernia, incisional. Schedule surgery; combined laparoscopic and open repair of recurrent incisional hernia. (B)(6) 2012: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: combined laparoscopic and open repair of recurrent incisional hernia. Explantation of malpositioned mesh. Mesh implantation (15 x 19 cm gore-tex dualmesh. Extensive intra-abdominal adhesiolysis. Bilateral myofascial release of anterior rectus sheath. Surgeon: (B)(6) , md. Assistant: (B)(6) , rnfa. Anesthesia: general endotracheal. Indications: this patient has a prominent midline incisional hernia from a previous nephrectomy. The hernia has been repaired laparoscopically once at this point. There is a sheet of gore-tex mesh in place. The hernia has recurred, presumably from disruption of the mesh from one of the anchoring points. Surgical re-exploration and repair of the hernia with excision of the hernia sac has been discussed and recommended. The indications for the procedure, the magnitude of the operation and potential risks, complications and outcomes, including hernia recurrence, have been discussed. Description of procedure: ¿following appropriate positioning and the induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. An optiview trocar was used to gain access in the left subcostal region after the peritoneal cavity was insufflated with a veress needle. With the initial trocar in place, the laparoscope was inserted and 2 additional trocars were placed on the left side of the abdomen. There were significant omental adhesions to the undersurface of the abdominal wall. Thankfully no bowel was involved with the adhesions. With careful sharp dissection and cautery, the adhesions were divided and the existing gore-tex mesh was exposed. The upper left corner of the mesh had disrupted and rolled upon itself; that was the point of the recurrence. The lower two-thirds of the mesh were in good condition and remained intact. The existing wide laparotomy scar was then excised. The underlying mesh was exposed. There was a rather wide expanse of mesh bridging the 2 rectus abdominis muscles. I chose to remove that mesh in favor of a new implant, followed by secondary closure of the fascia over top of the mesh implant. With some difficulty the mesh was removed. Each of the tracks was retrieved. As stated above, the lower two-thirds of the mesh were well anchored and secured. The upper left corner was the site of disruption and was allowing the hernia recurrence. Once the old mesh was removed, the skin was elevated off the musculofascial edge. The edge of the rectus muscle was 5 to 6 cm lateral to the incisional edge. The native tissues could not be reapproximated without performing a relaxing incision in the myofascial layer of the lateral anterior rectus sheath. Once the relaxing incision was created, the primary tissues could be reapproximated under traction. I placed a 15 x 19 sheet of gore-tex dualmesh inside the peritoneal cavity and anchored it in all 4 quadrants with transabdominal sutures. The musculofascial layer was then closed with running #1 vicryl. The pneumoperitoneum was then reinitiated and the periphery of the mesh was secured with titanium tacks. The results were satisfactory. A drain was placed beneath the skin to avoid seroma and hematoma accumulation and the drain was externalized and placed to bulb suction. The wound was then irrigated and the skin was closed with staples. The laparoscopy wounds were closed with staples, as well. Blood loss was approximately 50 ml. All counts were correct and there were no operative complications. Due to the adhesiolysis laparoscopically, the removal of the old mesh, implantation of new mesh and myofascial release in the form of modified component separation, the operating time was prolonged and exceeded 3 hours. The patient tolerated the procedure well and was taken in satisfactory condition to the postanesthesia care unit.¿. Product identification records for the alleged ¿gore-tex dualmesh¿ were not provided. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided.] (B)(6) 2012: doing reasonably well but having pain. His pain pill requirements have been a little excessive. His drain is putting out much more than 10 cc a day. Removed the drain. Removed half the staples from the midline wound; all of the peripheral staples are gone. No sign of infection or drainage. Exam: weight 215 lbs, bmi 28.37. Incisions clean, dry, intact and healing well. Plan: follow up in 1 week. (B)(6) 2012: (B)(6). (B)(6) md. Office visit. Follow-up on repair incisional hernia. Wound looks good. The remaining clips are out. He had some clear serous drainage from one of the staple areas but it¿s gone now. No sign of active infection. Exam: weight 251 lbs, bmi 33.12. Incisions clean, dry, intact, healing well. Plan: follow up as needed. (B)(6) 2012: (B)(6) hospital. (B)(6) md. History and physical. Underwent repair of a recurrent incisional hernia using a combined open and laparoscopic technique. An old sheet of mesh was explanted and a new sheet of gore-tex dual mesh was implanted. Did very well until the past week. He was seen in the office twice. His wounds seem to be deteriorating. The surrounding skin was dirty and seemed relatively unkempt. There has been fluid draining through a small opening in the wound since the staples came out on postoperative week three. Was seen just 36 hours ago in the office and the wound has separated slightly at the bottom. It extended over the ensuing 24 hours and fluid has been draining out. He was admitted through the emergency room with a high white count and the complaint of increasing pain and drainage. The skin was significantly cellulitic and the wound had deteriorated farther. I debrided some devitalized tissue from the subcutaneous space. There was a pocket of murky fluid left lateral to the wound and wound infection is suspected. The mesh is not currently exposed by my exam, although it remains in significant jeopardy. Exam: maximum temperature 99.8. Abdomen: there is an open portion of the lower aspect of the wound and some underlying devitalized tissue and fluid. There is some surrounding cellulitis and wound infection is evident. Laboratory studies: white cell count is 19,400. Impression/plan: wound infection. Intravenous tygacil, wound culture. Devitalized tissue was debrided from the depth of the wound; no bleeding and tissue was very thin and friable. Wound packing with dakin solution. Consider wound vac application if wound cleans up effectively and mesh is not exposed. [Missing records: records for the laboratory report showing ¿a white cell count of 19,400¿ were not provided.] (B)(6) 2012: (B)(6) hospital. Microbiology. Wound culture: source abdominal. Organism 01: staphylococcus aureus; 2+ growth. Organism 02: pseudomonas aeruginosa; 3+ growth. (B)(6) 2012: (B)(6) hospital. (B)(6) md. Discharge summary. Discharge diagnosis: postoperative wound infection. Hospital course: wound infection; admitted for management. Cultures of wound grew staph aureus and pseudomonas. Placed on appropriate antibiotic coverage. After two days of wound packing, a vacuum system was applied to accelerate wound healing and closure. We coordinated home health management and wound vacuum management for home. (B)(6) 2012: (B)(6). (B)(6) , md. Office visit. The vac system was removed and the wound inspected today. There is a small amount of necrotic debris deep in the wound. I¿ve advised him to stop using white granular foam and use only the black. The pieces of from [sic] can be smaller and allow the wound to close more rapidly. As usual the patient complains of a disproportionate amount of pain at the midline. Medications: levaquin. Exam: weight 256 lbs, bmi 32. Abdomen: small open area in the lower aspect of the wound. There is no more tunneling. The granulation appears to be progressing. (B)(6) 2015: (B)(6) do. Office visit. Recurrent incisional hernia. Has had this repaired on 2 different occasions. He is having lots of pain associated with it; no nausea, vomiting, fever, chills. Past medical/surgical/social history: multiple sclerosis, left kidney removed, abdominal wall hernia repair, disabled, current smoker; one pack per day for 20 years. Exam: weight 227 lbs, bmi 31.77. Abdomen is soft. He has an upper midline incisional hernia; lots of scarring from previous hernia repairs to the midline above the umbilicus. Recommended that he undergo a laparoscopic look at this area and may have to do both open and laparoscopic to gain repaired [sic]. (B)(6) 2015: (B)(6) hospital. (B)(6) d.o. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: laparoscopic repair of recurrent incisional hernia. Anesthesia: general by (B)(6) , crna and , (B)(6) md. First assistant: none. Finding and indications: mr. (B)(6) is a pleasant 42-year-old male, seen in the office with a recurrent incisional hernia. He is wanting it repaired. It is causing him discomfort and is getting bigger. We have recommended that he undergo a laparoscopic repair. We have discussed the procedure and the risks. He understands those, accepts those, and it is for that reason he presents. Description of procedure: ¿in the operating room, he was placed in a supine position. General was given by dr. (B)(6) and (B)(6) , crna. A time-out was done. Identity was verified. The abdomen was prepped and draped in the usual manner. A left subcostal incision was made. A veress needle was passed through all layers. A saline drop test was done. It was negative and the abdomen was insufflated with c02 to approximately 15 mmhg pressure. A disposable 11-mm trocar and sheath was passed. The laparoscope was introduced, confirming intraabdominal positioning with no injury. Two 5-mm ports were then placed in the left mid and low abdomen under direct vision. We then began the procedure by taking down all the adhesions to the anterior abdominal wall with the ligasure dolphin-nose device. Once that was all completely freed up, we were able to see the defect above his old mesh. We measured it and it appeared that we would need an 8 x 6 inch mesh to adequately cover it. The mesh was then chosen, placed on the skin of the anterior abdominal wall, and a pattern was drawn around the edge of the mesh with four intersecting marks for stitches. On the polypropylene side of the mesh, then four stitches were placed. The mesh was rolled in a cigar fashion and introduced into the abdominal cavity. Then a stab wound was made each of the crosshatches on the skin. The elmed suture passer was passed under direct vision and one limb of each stitch was grasped, retrieving it out through the skin. Its mate was grasped, retrieving it out and this was done in three locations. The fourth we could not do because a rib was in the way. We then tied the stitches down. This elevated the mesh to the anterior abdominal wall. Then we used the sorbafix staple tacker and 60 staple tacks were placed circumferentially around the edge of the mesh in rows, nicely fixing the mesh to the posterior fascia and peritoneum. We made one final survey. There was no bleeding, no other injury, and then all ports were removed, allowing c02 to escape to the atmosphere. The fascia at the 11-mm port site was closed with a 0 vicryl stitch and then the skin was approximated with 4-0 vicryl in all areas. We then freed up the scar from his previous hernia repair, excised it, mobilized the skin and underlying subcu tissues, and then we closed it with interrupted 3-0 dermal stitches and then the skin was stapled with a skin stapler. A sterile dressing was applied. He tolerated the procedure well and was awakened and transferred to recovery in satisfactory condition.¿ . There is no mention of gore device removal in the records. (B)(6) 2015: (B)(6) hospital. Implant record. Description: mesh composix l/p ellipse. Manufacturer: davol inc. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009, whereby a gore® dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012, whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2012, and (B)(6) 2015, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, hernia recurrence, "mesh becoming displaced and disrupted and rolled upon itself", mesh removal, lysis of adhesions, drainage, debridement, and infection. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6) hospital. [Signature illegible]. Emergency department visit. Ventral hernia pain for 2-3 days, positive nausea/vomiting, fever / chills. Scheduled for repair on (B)(6) by dr. (B)(6). Out of pain medications at home. Chronic back pain, depression / anxiety. Positive tobacco. Weight 233 lbs, estimated. Gastrointestinal: ventral hernia (at surgical site) easily reducible. Discussed with dr. (B)(6); ¿no need for CT¿, discharge with pain medications, can see today and can move surgery up. Impression: ventral hernia. On (B)(6) 2009: (B)(6) hospital. [Signature illegible]. Emergency department visit. Moving carpet cleaner earlier tonight and felt sudden pain over mid-abdominal hernia repair which has ¿more than doubled in size¿ and very painful. Weight 235. Gastrointestinal: soft, exquisitely tender epigastric area and soft slightly fluctuating left hernia scar, positive bowel sounds. CT possible area which mesh / abdominal muscle separated on left (illegible). Impression: abdominal pain. Left abdominal wall strain / hernia. On (B)(6) 2009: (B)(6) hospital. Lab. Albumin 3.5 l (3.7-5.1). Opiates positive (negative), propoxyphene positive (negative). On (B)(6) 2009: (B)(6), md. Radiology CT abdomen / pelvis oral contrast only. Preliminary report. Indication: abdominal pain. Impression: broad diastases of the rectus musculature in the epigastric region where hernia mesh is present. No free air or fluid collection. 5.5 low density lesion along superior aspect of spleen; may represent mass or fluid collection. On (B)(6) 2009: (B)(6), md. Radiology CT abdomen / pelvis without contrast. Indication: abdominal pain, possible recurrent abdominal hernia. Impression: 6 cm mass in superior aspect of spleen; may represent a cyst. Status post repair of hernia of anterior abdominal wall superiorly with mesh. No definite recurrent hernia identified however, there is eventration of mesh which extends anteriorly. On (B)(6) 2009: (B)(6) hospital. Discharge instructions. Diagnosis: epigastric abdominal wall hernia / strain. No heavy lifting. Follow up (B)(6). Prescriptions for robaxin and tylenol with codeine #3. On (B)(6) 2009: (B)(6) hospital. Nurse notes. Hernia mid-abdomen, has mesh. States he was playing with son and it got bigger. Has appointment with a surgery group through (B)(6) on (B)(6). Patient asked to leave because of wait; explained it wouldn¿t be long, did not want to await. Signed refusal of medical screen. On (B)(6) 2010: (B)(6) hospital. Nurse notes. To emergency room with complaints of abdominal pain on left side from possible hernia. States he had surgery last may and has been on lifting restriction of 8 pounds but has been lifting his daughter at times who is 15 years old. Began hurting about 2 hours ago. On (B)(6) 2010: (B)(6) hospital. [Signature illegible]. Emergency department visit. Chronic abdominal hernia. Says had to pick up his daughter tonight and felt pain at hernia site that he has had repaired. Scheduled for surgery on (B)(6) 2010. No nausea / vomiting / diarrhea. Pain increased. Weight 240 lb. Gastrointestinal: abdominal tenderness, mid epigastric area at previous surgical site with reducible hernia. Abdomen soft, nondistended, positive bowel sounds. Walking in hallway without distress or difficulty. Discussed with dr.(B)(6); stated no pain medications and did not tell him to come here. States will go places with same history, give pain medications and he will cancel appointment. Says he called office this morning for a refill [of] pain medications and they refilled. Impression: reducible abdominal hernia, abdominal muscle strain. On (B)(6) 2010: (B)(6) hospital. Discharge instructions. Diagnosis: ventral abdominal hernia, reducible. Abdominal wall muscle strain. Follow up dr. (B)(6) tomorrow. Rest, no heavy lifting or bending. Motrin, ultram for pain / inflammation. On (B)(6) 2010: (B)(6), md. History & physical. May be some issues with drinking. Was taking 18 lortabs per day. Medications: thioridazine, topamax, wellbutrin, klonopin, remeron, catapres. Abdomen: trunk obesity with surgical scars. No evidence of infection, no mass or tenderness, rebound or rigidity. No distention or ascites, no herniations that are new. Drug screen positive for benzodiazepines. On (B)(6) 2010: (B)(6), md. Discharge summary. Diagnoses: acute delirium secondary to narcotic addiction withdrawal. Alcoholic delirium. Probably multifactorial polysubstance abuse as well as alcohol. On (B)(6) 2011: (B)(6), md. Emergency department visit. Neck / back pain since motor vehicle accident 2 weeks ago. Gastrointestinal: ventral hernia. Treatment: prednisone. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. Emergency department visit. Diffuse arthralgias. Treatment: solumedrol. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. Anesthesia record. Smoker. Recovering alcoholic. Weight 249 lbs, bmi 32.9. Asa class: iii. On (B)(6) 2012: (B)(6). Operative note. Procedure: combined open and laparoscopic repair of incisional hernia. Explant mesh. Implant mesh. Findings: 15 x 19 gortex in, old gore out. Specimen: none. On (B)(6) 2012: (B)(6) hospital. Lab. Wbc 12.4 h (4.8-10.8). On (B)(6) 2012: (B)(6) hospital. Lab. Wbc 17.8 h (4.8-10.8). On (B)(6) 2012: (B)(6). Progress notes. Wbc elevated; expected, no worries. Feels fine, happy with appearance. Surprisingly minimal pain complaints. Home today. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. Emergency department visit. Status post herniorrhaphy. Accidently had jp drain pulled; not completely out but may have dislodged somewhat. Positive drainage at site. Weight 250. Gastrointestinal: obese, jp drain in place; full bloody fluid, mild diffuse tenderness. Jp site saturated gauze, no bleeding/discharge. Impression: jp drain displacement versus trauma. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. Emergency department visit. Hernia repair on (B)(6); pain at surgical site. Complains of discharge at surgical site, no fever / chills. Gastrointestinal: mid-abdominal surgical site with [illegible] erythema without discharge, positive [illegible]. Discussed with dr. (B)(6); follow up in office. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. Emergency department visit. Status post hernia repair with mesh; recent small opening over weekend. Today, having a bowel movement, wound opened up; yellow fluid released. Put on keflex 2 days ago after recheck. Weight 250, temp 99.3. Gastrointestinal: obese, soft, about 4 cm area wound separation lower part of incision. Some non-viable subcutaneous tissue noted. Mild [illegible] wound. Impression: wound separation, wound infection status post hernia repair/gore-tex mesh. Wet / dry dressing. Admit. On (B)(6) 2012: (B)(6) hospital. Lab. Wbc 21.7 h (4.8-10.8). On (B)(6) 2012: (B)(6), md. Radiology CT abdomen / pelvis with oral contrast. Preliminary report. Indication: abdominal pain, recent hernia repair incision opened today. Impression: thin layer of fluid deep to the hernia mesh without surrounding inflammation. Moderate subcutaneous infiltration overlying the hernia repair site with multiple pockets of soft tissue gas. No gross fluid collection is identified. Small amount of perisplenic fluid present. On (B)(6) 2012: (B)(6), md. Radiology CT abdomen / pelvis without contrast [oral contrast only]. Indication: incision from abdominal wall hernia repair has opened. Findings: thin layer of fluid deep to anterior abdominal wall hernia mesh; up to 1.9 cm in thickness. Extends the full right-to-left distance of the mesh. Patient does have an open midline anterior abdominal wall wound. Increased density in subcutaneous fat and some small bubbles of gas seen in subcutaneous fat in region of mesh. No focal drainable fluid collection. Small collection of fluid adjacent to upper lateral aspect of spleen. Impression: thin layer of fluid deep to anterior abdominal wall hernia mesh without surrounding inflammation. Moderate subcutaneous infiltration overlying the hernia repair site with multiple pockets of soft tissue gas but no gross drainable fluid collection. [Nurse reviewer note: possible date error; other record indicates test done at 23:49 on (B)(6) 2012]. On (B)(6) 2012: (B)(6) hospital. Lab. Wbc 19.4 h (4.8-10.8). On (B)(6) 2012: (B)(6) hospital. Wound care notes. Abdominal wound measures 5.5 x 4.3 x 2.8. Sinus tract of 7 cm at 4:00 with large purulent drainage. Sinus tract at 8:00 of 4.5 cm. Base is red and moist. Placed kci vac at 125 mm continuous suction to black foam. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. Progress notes. Home on oral antibiotics and vac as soon as possible. No mesh exposure. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. Progress notes. Much improved, no fever, wbc down. Sepsis / systemic inflammatory response syndrome transient and resolved. On (B)(6) 2012: obesity. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. Emergency department visit. Anxiety, nausea / vomiting; out of klonopin. Diarrhea, feels dehydrated. History of hernia repair with component separation. Positive tobacco. Weight 250. Gastrointestinal: central wound with healing / serosanguineous discharge, no cellulitis. Impression: gastroenteritis, possible withdrawal syndrome. On (B)(6) 2012: (B)(6) hospital. [Signature illegible]. Emergency department visit. Pain arms and legs. Started on medrol dose pack yesterday. Positive tobacco. Weight 240. Family states is addicted to pain pills; out of narcotics because he abuses them. Treatments: solumedrol. Impression: exacerbation of multiple sclerosis. Chronic pain. On (B)(6) 2013: (B)(6) hospital. Nurse notes. Suicidal ideation. History of two suicide attempts; 8 months ago, cut wrist, 6 months ago overdosed on wife¿s medication. On (B)(6) 2014: (B)(6) hospital. [Signature illegible]. Emergency department visit. 4-day history of flu-like symptoms with cough, nausea / vomiting. Coughed so hard feels reopened his hernia. Positive tobacco. Weight 210 lb. Gastrointestinal: soft, tender epigastric region superior part of old hernia repair. Impression: bronchitis, probable viral syndrome. On (B)(6) 2014: (B)(6) hospital. [Signature illegible]. Emergency department visit. Abdominal pain, nausea / vomiting / diarrhea. Seen here on (B)(6); noted upper abdominal pain secondary possibly to new hernia from coughing. Impression: bronchitis, gastroenteritis. On (B)(6) 2014: (B)(6) hospital. Lab. Albumin 2.7 l (3.4-4.8). On (B)(6) 2014: (B)(6). Radiology CT abdomen / pelvis with contrast. Indication: abdominal pain, nausea, vomiting, diarrhea. Prior vasectomy and hernia repair, smoker. Findings: anterior abdominal wall hernia repair with mesh. There is now less low-attenuation material seen subjacent than seen on the prior exam. Impression: small focal fluid collection adjacent to spleen unchanged. Small hepatic and renal cysts. Colonic diverticulosis. Decreased fluid adjacent to anterior abdominal wall hernia mesh. On (B)(6) 2014: (B)(6) hospital. Nurse notes. Fell down 6 stairs, landing mostly on right side. On (B)(6) 2014: (B)(6), md. Discharge summary. Major depression and alcohol abuse. Admitted and detoxed on alcohol withdrawal program, stabilized on serotonin antidepressant. On (B)(6) 2015: (B)(6). Radiology portable chest x-ray. Indication: chest pain, history of smoking. Impression: chronic lung disease unchanged. On (B)(6) 2015: (B)(6). Radiology CT chest with contrast pulmonary embolism protocol. Indication: shortness of air/chest pain. Impression: no acute disease in chest or superior aspect of abdomen. On (B)(6) 2015: (B)(6), md. Discharge summary. Admitted for suicidal ideation. Discharge diagnoses: major depression, recurrent. Alcohol abuse by history, multiple sclerosis, hypertension, urinary tract infection. On (B)(6) 2016: (B)(6) hospital. Nurse notes. Complains of right flank [pain] to right lower quadrant. History of renal stones and urinary tract infection. Blood in urine and painful urination. States dry heaving. Abdomen soft, nondistended. On (B)(6) 2016: (B)(6). Radiology CT stone protocol. Indication: right lower back pain, nausea, hematuria. Impression: status post left nephrectomy, mild fatty infiltration of liver. On (B)(6) 2016 [assigned]: (B)(6) hospital. [Signature illegible]. Emergency department visit. Blood in urine. Here on (B)(6) with right flank pain and urinary tract infection. Had negative CT. Gastrointestinal: soft, mildly tender suprapubic. Impression: urinary tract infection. On (B)(6) 2016: (B)(6) hospital. Nurse notes. Weight 113 kg, bmi 31.9. Current some day smoker, drinks occasionally. Burn scar on abdomen, midline scar to abdomen. Comorbidities: mild liver disease, diabetes mellitus with end organ damage, congestive heart failure, chronic obstructive pulmonary disease, cancer, renal. On (B)(6) 2016: (B)(6), md. Discharge summary. Long history of mental illness; having suicidal thoughts. No finances; has been off medications. Depressed. Follow up psychiatry, primary care physician. Records span 05/12/2009 to 02/24/2016. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1930, 1994, 2240, 2602, 3191: appropriate term not available used for "mesh becoming displaced and disrupted and rolled upon itself¿ and ¿debridement¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span january 10, 2009 through february 29, 2016 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial, and the gore® dualmesh® biomaterial devices. Patient information: medical history: ¿ smoking. - (B)(6) 2009: positive tobacco. - (B)(6) 2012: smokes 1 pack a day. - (B)(6) 2015: current smoker; 1 pack per day for 20 years. ¿ obesity. - (B)(6) 2009: 223 lbs., bmi 30. - (B)(6) 2010: 240 lbs., bmi 32.5. - (B)(6) 2010: ¿60-pound weight loss last 2 months.¿ - (B)(6) 2012: 256 lbs., bmi 32. - (B)(6) 2014: 210 lbs., bmi 28.5. - (B)(6) 2015: 227 lbs., bmi 31.8. ¿ gastroesophageal reflux disease [gerd]. ¿ diabetes mellitus with end organ damage. ¿ congestive heart failure [chf]. ¿ chronic obstructive pulmonary disease [copd]. ¿ (B)(6) 2009: ventral hernia. ¿ (B)(6) 2010: multifactorial polysubstance abuse as well as alcohol abuse. ¿ (B)(6) 2012: recurrent incisional hernia. ¿ (B)(6) 2015: recurrent incisional hernia. ¿ (B)(6) 2015: abdominal surgical wound infection, history of methicillin-resistant staphylococcus aureus [mrsa]. Surgical procedures: ¿ 1976: umbilical hernia repair. ¿ (B)(6): left nephrectomy. ¿ (B)(6) 2009: laparoscopic incisional herniorrhaphy with 15 x 19 cm dualmesh. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2010: open incisional herniorrhaphy with bio-mesh [no records provided] ¿ (B)(6) 2012: combined laparoscopic and open repair of recurrent incisional hernia. Explantation of malpositioned mesh. Mesh implantation (15 x 19 cm gore-tex dualmesh). Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2012: devitalized tissue debrided from wound. ¿ (B)(6) 2015: laparoscopic repair of recurrent incisional hernia. Implant: mesh composix l/p ellipse. Relevant medical information: ¿ (B)(6) 2009: emergency department [ed]. ¿surgery three weeks ago [left nephrectomy]; noticed mild drainage from wound today. Well-healed midline incision, no purulent material. Minimal healing with redness at suture line.¿ ¿ (B)(6) 2009: ed. ¿abdominal pain. Abdominal surgery on (B)(6) 2009; had to strain to have bowel movement today and developed orange sized knot at incision site. Abdomen: incisional hernia supraumbilical; easily reducible and tender.¿ ¿impression: abdominal hernia.¿ implant #1 preoperative complaints: ¿ (B)(6) 2009: ¿had kidney removed for uretero-pelvic junction obstruction in march; subsequently developed incisional midline hernia from extraction site; causing pain and discomfort.¿ ¿abdomen soft; has 5 cm reducible epigastric hernia.¿ ¿ (B)(6) 2009: ed. ¿pain to abdominal wall. Smokes. Abdomen: soft, has peri-incisional hernia; large, reducible, mildly tender.¿ ¿impression: abdominal hernia with pain.¿ ¿ (B)(6) 2009: ed. ¿ventral hernia pain for 2-3 days. Out of pain medications at home. Positive tobacco. Ventral hernia (at surgical site) easily reducible. Impression: ventral hernia.¿ implant #1 procedure: laparoscopic incisional herniorrhaphy with 15 x 19 cm dualmesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/06383524, 15cm x 19cm x 1mm thick, oval] implant #1 date: (B)(6), 2009 [outpatient procedure] ¿ wound classification: clean ¿ description of hernia being treated: ¿a small left subcostal incision was made and a 5-mm optiview was placed. After insufflation with warm carbon dioxide gas, an additional 11 mm left-sided of the trocar was placed. A harmonic scalpel was used to take down omental adhesions to the anterior abdominal wall. No bowel appeared to be involved. After taking all this down, I measured the hernia defect and it appeared to be 12 x 15 cm. Taking down some of the abdominal wall tension, it actually seemed to be a little bit smaller.¿ ¿ implant size and fixation: ¿after doing this, I selected mesh and placed four-quadrant sutures 2 cm within the border of the mesh and placed it in the center of the anterior abdominal cavity. I then used the suture passer to pull the sutures up through and through the entire abdominal wall at four sites with 2-3 cm overlap around the hernia defect circumferentially. I then used a tacking device (an auto-tacker) to place circumferential tacks around the perimeter of the mesh. I placed an additional 5-mm right-sided trocar. I then used a suture passing device to pass 0 ethibond and 0 vicryl sutures through four additional sites on the anterior abdominal wall for 8 total stay-sutures. This gave good overlap with no tension on the mesh. The trocars were removed. The skin was closed with a 4-0 vicryl subcuticular suture.¿ ¿ (B)(6) 2009: discharge instructions. ¿no lifting over 20 pounds for 6 weeks.¿ relevant medical information: ¿ (B)(6) 2009: ed. ¿presents with increased abdominal pain.¿ ¿abdomen: bruising around incisions but nothing out of expected. No warmth or erythema. No other obvious abnormality. Impression: postoperative abdominal pain.¿ ¿ (B)(6) 2009: ed. ¿abdominal pain ventral hernia site. States picked up child today and felt bulging at previous hernia repairs abdominal wall.¿ ¿abdomen soft, tender to palpation in ventral upper abdomen, no bulge that is easily reducible consistent with hernia.¿ ¿impression: abdominal pain, ventral hernia.¿ ¿ (B)(6) 2009: ed. ¿abdominal pain last 2 days. Reports problems recently with coughing and pain from hernia.¿ ¿reports seen here earlier, took all pain medications, now having more pain.¿ ¿abdomen: positive bowel sounds, nontender, nondistended. Easily reducible ventral hernia; pain on margin of hernia. No rebound or peritoneal signs.¿ ¿ (B)(6) 2009: ed. ¿abdominal pain and nausea. Symptoms ongoing for last several months.¿ ¿abdomen: soft. No rebound or guarding. Midline incision from previous hernia repair; did not appear tender in this location, no hernia noted in incision.¿ ¿discharged with onset of nonspecific abdominal pain.¿ ¿ (B)(6) 2009: ed: ¿abdominal pain. Followed up with surgery recently; told he has nothing wrong with his mesh or surgical repair and is here for pain control. Seems to be disenchanted with last surgical opinion.¿ ¿ (B)(6) 2009: abdomen multiple views. ¿indication: painful hernia, smoker.¿ ¿findings: artifact from multiple small coils noted over central abdomen and have appearance of mesh from previous hernia repair. Impression: unremarkable bowel gas pattern, evidence of previous abdominal surgery.¿ ¿ (B)(6) 2009: ed. ¿moving carpet cleaner earlier tonight and felt sudden pain over mid-abdominal hernia repair which has ¿more than doubled in size¿ and very painful. Exam: soft, exquisitely tender epigastric area and soft slightly fluctuating left hernia scar, positive bowel sounds. CT¿possible area which mesh/abdominal muscle separated on left (illegible) . Impression: abdominal pain. Left abdominal wall strain/hernia.¿ ¿ (B)(6) 2009: CT abdomen/pelvis. ¿impression: broad diastases of the rectus musculature in the epigastric region where hernia mesh is present.¿ ¿ (B)(6) 2009: CT abdomen/pelvis with contrast. ¿impression: no definite recurrent hernia identified however, there is eventration of mesh which extends anteriorly.¿ ¿ (B)(6) 2009: ¿hernia mid-abdomen, has mesh. States he was playing with son and it got bigger. Has appointment with a surgery group in january. Patient asked to leave because of wait; explained it wouldn¿t be long, did not want to await [sic]. Signed refusal of medical screen.¿ ¿ (B)(6) 2010: ed: ¿lifting soda containers today, felt pull on hernia. Needs something for pain. Abdomen: incisional mid-abdominal wall hernia, minimally tender, easily reducible, no incarceration or strangulation, no peritoneal findings. Impression: seems like he strained hernia.¿ ¿ (B)(6) 2010: ed: ¿complains of falling down steps this morning. Just in hospital 4 days ago for pain in abdomen, which he felt was related possibly to a hernia which had been repaired. History of chronic back pain; previous visits with drug seeking behavior. Impression: status post fall; multiple contusions and strains.¿ ¿ (B)(6) 2010: ed. ¿complaints of abdominal pain on left side from possible hernia. States he had surgery last may and has been on lifting restriction of 8 pounds but has been lifting his daughter at times who is 15 years old. Began hurting about 2 hours ago. Chronic abdominal hernia.¿ ¿ abdominal tenderness, mid epigastric area at previous surgical site with reducible hernia.¿ ¿impression: reducible abdominal hernia, abdominal muscle strain.¿ discharge instructions. ¿rest, no heavy lifting or bending.¿ ¿ (B)(6) 2010: inpatient hospitalization. ? (B)(6) 2010: ¿may be some issues with drinking. Was taking 18 lortabs per day.¿ ? (B)(6) 2010: discharge: ¿acute delirium secondary to narcotic addiction withdrawal. Alcoholic delirium. Probably multifactorial polysubstance abuse as well as alcohol.¿ ¿ (B)(6) 2011: ed. ¿motor vehicle accident 2 weeks ago. Abdomen: ventral hernia.¿ ¿ (B)(6) 2012: CT abdomen/pelvis. ¿findings: hernia mesh in midline anteriorly. Portion of mesh appears discontinuous with left rectus muscle; does appear to be some mesenteric fat herniating along left lateral border of anterior abdominal wall mesh into the subcutaneous tissues.¿ impression: ¿anterior abdominal wall mesh which appears to be nonattached at least partially to the left rectus muscle and there is some mesenteric fat herniating through this defect into the subcutaneous tissues to lie anterior to the anterior mesh.¿ explant #1/implant #2 preoperative complaints: ¿ (B)(6) 2012: ¿referred for management of a recurrent incisional hernia. Has small midline incisional scar which has widened out recently. Original operation was a hand-assisted left nephrectomy. Subsequently had that hernia repaired using mesh and a laparoscopic approach. The mesh has yielded and his hernia repair has failed. Having increasing pain with exertion. There is mesenteric fat protruding through the defect according to their report. They do not describe any bowel protruding through; likely omental fat.¿ ¿smokes 1 pack of cigarettes per day.¿ ¿ the hernia is reducible and the defect appears pretty broad. I¿m not sure why causes him some [sic] much pain. There is no sign of incarceration or strangulation.¿ ¿ (B)(6) 2012: ed. ¿states lifting marble table today and pulled muscles in lower back. Chronic pain, multiple sclerosis, hernia. Smokes a pack a day.¿ ¿ (B)(6) 2012: indications: ¿this patient has a prominent midline incisional hernia from a previous nephrectomy. The hernia has been repaired laparoscopically once at this point. There is a sheet of gore-tex mesh in place. The hernia has recurred, presumably from disruption of the mesh from one of the anchoring points. Surgical re-exploration and repair of the hernia with excision of the hernia sac has been discussed and recommended.¿ explant #1/implant #2 procedure: combined laparoscopic and open repair of recurrent incisional hernia. Explantation of malpositioned mesh. Mesh implantation (15 x 19 cm gore-tex dualmesh). Extensive intra-abdominal adhesiolysis. Bilateral myofascial release of anterior rectus sheath. [Implant: gore® dualmesh® biomaterial, unk/unk, 15cm x 19cm x 1mm thick, oval] explant #1/implant #2 date: (B)(6) 2012 [hospitalization (B)(6) 2012]. ¿ wound classification: unknown. ¿ findings: ¿15 x 19 gortex in, old gore out.¿ ¿ description of hernia being treated: ¿an optiview trocar was used to gain access in the left subcostal region after the peritoneal cavity was insufflated with a veress needle. With the initial trocar in place, the laparoscope was inserted and 2 additional trocars were placed on the left side of the abdomen. There were significant omental adhesions to the undersurface of the abdominal wall. Thankfully no bowel was involved with the adhesions. With careful sharp dissection and cautery, the adhesions were divided and the existing gore-tex mesh was exposed. The upper left corner of the mesh had disrupted and rolled upon itself; that was the point of the recurrence. The lower two-thirds of the mesh were in good condition and remained intact. The existing wide laparotomy scar was then excised . The underlying mesh was exposed. There was a rather wide expanse of mesh bridging the 2 rectus abdominis muscles. I chose to remove that mesh in favor of a new implant, followed by secondary closure of the fascia over top of the mesh implant. With some difficulty the mesh was removed. Each of the tracks [sic] was retrieved. As stated above, the lower two-thirds of the mesh were well anchored and secured. The upper left corner was the site of disruption and was allowing the hernia recurrence. Once the old mesh was removed, the skin was elevated off the musculofascial edge. The edge of the rectus muscle was 5 to 6 cm lateral to the incisional edge. The native tissues could not be reapproximated without performing a relaxing incision in the myofascial layer of the lateral anterior rectus sheath. Once the relaxing incision was created, the primary tissues could be reapproximated under traction.¿ ¿ implant size and fixation: ¿I placed a 15 x 19 sheet of gore-tex dualmesh inside the peritoneal cavity and anchored it in all 4 quadrants with transabdominal sutures. The musculofascial layer was then closed with running #1 vicryl. The pneumoperitoneum was then reinitiated and the periphery of the mesh was secured with titanium tacks. The results were satisfactory. A drain was placed beneath the skin to avoid seroma and hematoma accumulation and the drain was externalized and placed to bulb suction. The wound was then irrigated and the skin was closed with staples. The laparoscopy wounds were closed with staples, as well.¿ ¿ (B)(6) 2012: ¿surprisingly minimal pain complaints. Home today.¿ ¿ pathology for specimens removed during the (B)(6) 2012 procedure was not provided. Relevant medical information: ¿ (B)(6) 2012: ed: ¿accidently had jp drain pulled; not completely out but may have dislodged somewhat. Positive drainage at site. Jp drain in place; full bloody fluid, mild diffuse tenderness. Jp site saturated gauze, no bleeding/discharge. Impression: jp drain displacement versus trauma.¿ ¿ (B)(6) 2012: ¿doing reasonably well but having pain.¿ ¿his drain is putting out much more than 10 cc a day. Removed the drain. No sign of infection or drainage. Incisions clean, dry, intact and healing well.¿ ¿ (B)(6) 2012: ¿he had some clear serous drainage from one of the staple areas but it¿s gone now. No sign of active infection.¿ ¿incisions clean, dry, intact, healing well.¿ ¿ (B)(6) 2012: ed. ¿pain at surgical site. Complains of discharge at surgical site, no fever/chills. Gastrointestinal: mid-abdominal surgical site with [illegible] erythema without discharge, positive [illegible].¿ ¿ (B)(6) 2012: inpatient hospitalization. ? (B)(6) 2012: status post hernia repair with mesh; recent small opening over weekend. Today, having a bowel movement, wound opened up; yellow fluid released. Put on keflex 2 days ago after recheck. About 4 cm area wound separation lower part of incision. Some non-viable subcutaneous tissue noted. Mild [illegible] wound. Impression: ¿wound separation, wound infection status post hernia repair/gore-tex mesh. ¿ ? (B)(6) 2012: CT abdomen/pelvis. Impression: ¿thin layer of fluid deep to the hernia mesh without surrounding inflammation. Moderate subcutaneous infiltration overlying the hernia repair site with multiple pockets of soft tissue gas. No gross fluid collection is identified.¿ ? (B)(6) 2012: CT abdomen/pelvis. Findings: ¿thin layer of fluid deep to anterior abdominal wall hernia mesh; up to 1.9 cm in thickness. Extends the full right-to-left distance of the mesh. Patient does have an open midline anterior abdominal wall wound. Increased density in subcutaneous fat and some small bubbles of gas seen in subcutaneous fat in region of mesh. No focal drainable fluid collection.¿ ? (B)(6) 2012: history and physical: ¿an old sheet of mesh was explanted and a new sheet of gore-tex dual mesh was implanted. Did very well until the past week. He was seen in the office twice. His wounds seem to be deteriorating. The surrounding skin was dirty and seemed relatively unkempt. There has been fluid draining through a small opening in the wound since the staples came out on postoperative week three. Was seen just 36 hours ago in the office and the wound has separated slightly at the bottom. It extended over the ensuing 24 hours and fluid has been draining out. He was admitted through the emergency room with a high white count and the complaint of increasing pain and drainage . The skin was significantly cellulitic and the wound had deteriorated farther. I debrided some devitalized tissue from the subcutaneous space. There was a pocket of murky fluid left lateral to the wound and wound infection is suspected. The mesh is not currently exposed by my exam, although it remains in significant jeopardy.¿ ¿ abdomen: there is an open portion of the lower aspect of the wound and some underlying devitalized tissue and fluid. There is some surrounding cellulitis and wound infection is evident. Impression/plan: wound infection. Intravenous tygacil, wound culture. Devitalized tissue was debrided from the depth of the wound; no bleeding and tissue was very thin and friable. Wound packing with dakin solution. Consider wound vac application if wound cleans up effectively and mesh is not exposed.¿ ? (B)(6) 2012: wound culture: ¿source abdominal. Organism 01: staphylococcus aureus; 2+ growth. Organism 02: pseudomonas aeruginosa ; 3+ growth.¿ ? (B)(6) 2012: ¿no mesh exposure.¿ ? (B)(6) 2012: discharge summary. ¿much improved.¿ ¿after two days of wound packing, a vacuum system was applied to accelerate wound healing and closure. We coordinated home health management and wound vacuum management for home.¿ ¿ (B)(6) 2012: ¿the vac system was removed and the wound inspected today. There is a small amount of necrotic debris deep in the wound. As usual the patient complains of a disproportionate amount of pain at the midline. Abdomen: small open area in the lower aspect of the wound. There is no more tunneling. The granulation appears to be progressing.¿ ¿ (B)(6) 2012: ed. ¿family states is addicted to pain pills; out of narcotics because he abuses them.¿ ¿ (B)(6) 2014: ed. ¿coughed so hard feels reopened his hernia. Positive tobacco. Gastrointestinal: soft, tender epigastric region superior part of old hernia repair.¿ ¿ (B)(6) 2014: CT abdomen/pelvis. Impression: ¿decreased fluid adjacent to anterior abdominal wall hernia mesh.¿ ¿ (B)(6) 2015: ¿recurrent incisional hernia.¿ ¿he is having lots of pain associated with it; he has an upper midline incisional hernia; lots of scarring from previous hernia repairs to the midline above the umbilicus. Recommended that he undergo a laparoscopic look at this area and may have to do both open and laparoscopic to gain repaired [sic].¿ ¿ (B)(6) 2015: laparoscopic repair of recurrent incisional hernia. [Implant: davol: mesh composix l/p ellipse] [outpatient procedure]. ? Indications: ¿recurrent incisional hernia. He is wanting it repaired. It is causing him discomfort and is getting bigger.¿ ? Wound classification: unknown. ? Procedure: ¿a left subcostal incision was made. A veress needle was passed through all layers. A saline drop test was done. It was negative and the abdomen was insufflated with c02 to approximately 15 mmhg pressure. A disposable 11-mm trocar and sheath was passed. The laparoscope was introduced, confirming intraabdominal positioning with no injury. Two 5-mm ports were then placed in the left mid and low abdomen under direct vision. We then began the procedure by taking down all the adhesions to the anterior abdominal wall with the ligasure dolphin-nose device. Once that was all completely freed up, we were able to see the defect above his old mesh. We measured it and it appeared that we would need an 8 x 6 inch mesh to adequately cover it. The mesh was then chosen, placed on the skin of the anterior abdominal wall, and a pattern was drawn around the edge of the mesh with four intersecting marks for stitches. On the polypropylene side of the mesh, then four stitches were placed. The mesh was rolled in a cigar fashion and introduced into the abdominal cavity. Then a stab wound was made each of the crosshatches on the skin. The elmed suture passer was passed under direct vision and one limb of each stitch was grasped, retrieving it out through the skin. Its mate was grasped, retrieving it out and this was done in three locations. The fourth we could not do because a rib was in the way. We then tied the stitches down. This elevated the mesh to the anterior abdominal wall. Then we used the sorbafix staple tacker and 60 staple tacks were placed circumferentially around the edge of the mesh in rows, nicely fixing the mesh to the posterior fascia and peritoneum. We made one final survey. There was no bleeding, no other injury, and then all ports were removed, allowing c02 to escape to the atmosphere. The fascia at the 11-mm port site was closed with a 0 vicryl stitch and then the skin was approximated with 4-0 vicryl in all areas.¿ relevant medical information: ¿ (B)(6) 2015: ed. ¿postoperative from ventral hernia repair; states abdominal incision becoming red and had drainage earlier today.¿ impression: ¿abdominal surgical wound infection. Reports a history of methicillin-resistant staphylococcus aureus.¿ ¿ (B)(6) 2015: ed. ¿having pain and redness around staples.¿ ¿saw surgeon last week who put a catheter through incision and drained fluid that was collected under incision. Abdomen: small amount of erythema and tenderness surrounding midline surgical incision, no drainage or warmth. Impression: abdominal surgical wound infection.¿ ¿ (B)(6) 2015 - unknown date: inpatient hospitalization. ? (B)(6) 2015: ¿still having pain at incision site along with nausea and weakness. Heavy tobacco smoker. Abdominal incision appears to be healing well with staples in place; slight erythema around the edges. Tenderness to palpation but proportionate to degree of pressure on abdomen.¿ ¿impression: abscess of abdominal wall post ventral herniorrhaphy with mesh placement.¿ ? (B)(6) 2015: ¿admitted through emergency department last night with worsening abdominal pain along with some erythema and swelling at level of incision. Abdomen: minimal erythema, soft, nontender.¿ ? (B)(6) 2015: CT abdomen/pelvis. ¿11 x 3.5 x 12 cm elongated fluid collection deep to hernia mesh with mild peripheral enhancement concerning for abscess. Separate 9.5 x 2.5 x 9 cm subcutaneous fluid collection seen deep to the midline incision with subtle rim enhancement. Could represent resolving hematoma or developing abscess.¿ ? (B)(6) 2015: CT abdomen/pelvis. Impression: ¿mesh consistent with a hernia repair in anterior aspect of abdominal wall at midline. This does not bulge like on prior exam. New fluid collection in the fat of anterior abdominal wall anterior to the mesh, there is a fluid collection that is about 11 cm in width, 3.5 cm depth, 13 cm in width. Fluid collections anterior and posterior to the mesh. These could be hematoma, seroma or abscess.¿ ? (B)(6) 2015: ¿exam not impressive for cellulitis or abscess.¿ ¿ (B)(6) 2015: ed: ¿complains of pain at site where mesh placed 5 weeks ago status post fall 2 hours ago. States he feels like something ripped.¿ ¿ (B)(6) 2015: CT abdomen/pelvis. ¿impression: resolution of subcutaneous fluid collection anterior to the site of hernia repair at ventral abdomen. Stable appearance of ventral hernia repair utilizing mesh devices. Stable fluid surrounding the more posterior mesh.¿ ¿ (B)(6) 2015: inpatient hospitalization. ? (B)(6) 2015: ¿presented (B)(6) 2015 with 24-hour history of right upper quadrant abdominal pain, pointing to around area of surgery. Very sharp pain, 8 or 9/10 intensity. Also has bilateral lower abdominal discomfort and pain which radiates across lower abdomen at same time as right upper quadrant pain. Half pack a day smoker times 15 years.¿ ¿impression: abdominal pain, postoperative. Long-term non-steroidal anti-inflammatory use, history of acid peptic disease, rule out adhesions, possible drug seeking behavior.¿ ¿no further surgical interventions recommended.¿ ? (B)(6) 2015: ¿persistent abdominal discomfort since surgery. CT scan done compared to 2 previous CT scans shows continued improvement. No evidence for recurrent hernia. Still some fluid between layers of the mesh.¿ ¿impression: inflammation in area of mesh continues to improve by CT criteria.¿ ? (B)(6) 2015: CT abdomen/pelvis. ¿impression: evidence of previous ventral hernia repairs; further decrease in size of a contained fluid collection; has appearance of resolving seroma. No air or other findings to suggest infection in this region. Mild sigmoid diverticulitis without abscess on perforation.¿ ? (B)(6) 2015: discharge summary. ¿dr. C. Felt abdominal swelling was less than before and that he is at risk for more complications with every episode of aspiration attempted with the mesh in place. Recommends no surgical intervention at this time.¿ ¿ (B)(6) 2015: CT abdomen/pelvis. ¿anterior abdominal wall sheath is seen, no significant hernia evident at this time. Impression: normal size abdominal aorta, no obstructive uropathy on right, no ascites or adenopathy.¿ conclusion: #1: gore® dualmesh® plus biomaterial, 06383524. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06383524. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2009: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Wound check. Surgery three weeks ago; noticed mild drainage from wound today. Well-healed midline incision, no purulent material. Minimal healing with redness at suture line. No peritoneal signs. Given bactroban ointment to put on wound to promote healing, lortab for pain. (B)(6) 2009: (B)(6) hospital and health services. Triage notes. Abdominal pain. Abdominal surgery on (B)(6) 2009; had to strain to have bowel movement today and developed orange sized knot at incision site. Abdomen: normal, non-distended, vertical midline scar. (B)(6) 2009: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Postoperative abdominal wall hernia causing pain over last several weeks. Scheduled to see surgeon monday. Abdomen: incisional hernia supraumbilical; easily reducible and tender. No induration or erythema, normal bowel sounds, no rebound or guarding. Impression: abdominal hernia. Prescription for lortab, see doctor monday as scheduled. (B)(6) 2009: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Pain to abdominal wall. No other complaints. Smokes. Abdomen: soft, has peri-incisional hernia; large, reducible, mildly tender. No erythema or induration. Impression: abdominal hernia with pain. Prescription for ultram. See doctor as needed. Implant #1 preoperative complaints: (B)(6) 2009: [facility ni]. Md.(B)(6) history and physical. Incisional hernia. Had kidney removed for uretero-pelvic junction obstruction in march; subsequently developed incisional midline hernia from extraction site; causing pain and discomfort. Bipolar disorder; on three medications. Does not smoke or use significant alcohol. Abdomen soft; has 5 cm reducible epigastric hernia. Plan: discussed procedure for repair including use of mesh, laparoscopic approach, possible open procedure, possible bleeding, infection, injury to bowel, possible recurrence, weight lifting restrictions, etc. Understands, agrees to proceed. Surgery date (B)(6) 2009. Relevant medical information: (B)(6) 2009: (B)(6) hospital. Discharge instructions. No lifting over 20 pounds for 6 weeks. Dr. (B)(6) wants to see you in office in 2 weeks. Ice pack if needed, abdominal binder. (B)(6) 2009: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Umbilical hernia surgery on the 16th. Presents with increased abdominal pain. Out of lortab. No fever, vomiting, or diarrhea. Abdomen: bruising around incisions but nothing out of expected. No warmth or erythema. No other obvious abnormality. Impression: postoperative abdominal pain. Follow up with dr. (B)(6). (B)(6) 2009: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Abdominal pain ventral hernia site. States picked up child today and felt bulging at previous hernia repairs abdominal wall. Ventral hernia repair about 2 months ago. Abdomen soft, tender to palpation in ventral upper abdomen, no bulge that is easily reducible consistent with hernia. Advised to apply support to that area when he coughs or sits up. Prescribed lortab. Follow up with dr. Day, surgeon. Impression: abdominal pain, ventral hernia. (B)(6) 2009: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Abdominal pain last 2 days. Reports problems recently with coughing and pain from hernia. Made appointment with surgeon, but has not gone to see her. Reports seen here earlier, took all pain medications, now having more pain. Abdomen: positive bowel sounds, nontender, nondistended. Easily reducible ventral hernia; pain on margin of hernia. No rebound or peritoneal signs. Encouraged to follow up monday. Tachycardia and hypertension resolved with injection of demerol and phenergan; specifically denied withdrawal for narcotic type medications. (B)(6) 2009: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Abdominal pain and nausea. Symptoms ongoing for last several months. Flare up today and came for further evaluation. Abdomen: soft. No rebound or guarding. Midline incision from previous hernia repair; did not appear tender in this location, no hernia noted in incision. Discharged with onset of nonspecific abdominal pain. Encouraged to follow up with dr. (B)(6) who did last surgery. (B)(6) 2009: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Abdominal pain. Followed up with surgery recently; told he has nothing wrong with his mesh or surgical repair and is here for pain control. Seems to be disenchanted with last surgical opinion. Abdomen: soft, no rebound or guarding. (B)(6) 2009: (B)(6) hospital and health services. Do. (B)(6) radiology ¿ abdomen multiple views, pa chest. Indication: painful hernia, smoker. Findings: artifact from multiple small coils noted over central abdomen and have appearance of mesh from previous hernia repair. Impression: unremarkable bowel gas pattern, evidence of previous abdominal surgery. No free air under diaphragm. (B)(6) 2010: (B)(6) hospital and health services. Md.(B)(6) emergency department visit. Abdominal wall hernia, repaired in april. Lifting soda containers today, felt pull on hernia. Needs something for pain. No vomiting, bowels normal. Abdomen: soft. Incisional mid-abdominal wall hernia, minimally tender, easily reducible, no incarceration or strangulation, no peritoneal findings. Impression: do not see need for further workup. Seems like he strained hernia. Discharged home. Follow up with dr. (B)(6) in a few days. (B)(6) 2010: (B)(6) hospital and health services. Md.(B)(6) emergency department visit. Complains of falling down steps this morning. Just in hospital 4 days ago for pain in abdomen, which he felt was related possibly to a hernia which had been repaired; dr. (B)(6) saw at that time and could not find any pathology. History of chronic back pain; previous visits with drug seeking behavior. Impression: status post fall; multiple contusions and strains. (B)(6) 2010: (B)(6) hospital and health services. Md.(B)(6) emergency department visit. 60-pound weight loss last 2 months. History significant for many emergency room visits for variety of complaints including abdominal pain; seems to be a recurring complaint. History of ventral hernia repair. Alcohol and substance abuse in past, smokes. Abdomen: soft. Has large ventral hernia, easily reducible. Active bowel sounds. (B)(6) 2010: (B)(6) hospital. Problem list. Open incisional herniorrhaphy with bio-mesh (B)(6) 2010. Umbilical herniorrhaphy as a child. (B)(6) 2011: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Multiple sclerosis pain. Prescription for sterapred, hydrocodone. (B)(6) 2012: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. 24-hour history of persistent vomiting, abdominal cramping. Has abdominal hernia which he had repaired and it is back; going to need repaired again. Smokes a pack a day. Abdomen: soft, mid abdominal hernia easily reducible. Mid abdominal tenderness, no rebound or guarding, good bowel sounds, no peritoneal findings. White count 15.6. CT; hernia unremarkable. Impression: abdominal pain, vomiting, leukocytosis, dehydration secondary to vomiting. Admitted. (B)(6) 2012: (B)(6) hospital and health services. Md. (B)(6) radiology ¿ CT abdomen/pelvis without contrast. Indication: vomiting. Findings: hernia mesh in midline anteriorly. Portion of mesh appears discontinuous with left rectus muscle; does appear to be some mesenteric fat herniating along left lateral border of anterior abdominal wall mesh into the subcutaneous tissues. Impression: shape of spleen changed from previous study; may be status post splenectomy with hypertrophy of accessory splenic tissue. A 2.3-3.7 cm area of low density in the superior and lateral aspect of what appears to be the splenic tissue could reflect small cyst or hemangioma. Anterior abdominal wall mesh which appears to be nonattached at least partially to the left rectus muscle and there is some mesenteric fat herniating through this defect into the subcutaneous tissues to lie anterior to the anterior mesh. Otherwise unremarkable. (B)(6) 2012: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Multiple sclerosis recently diagnosed. Weight 250 pounds. Not on steroids in a while. Talked about treatment being steroids, pain medicine until steroids kick in. (B)(6) 2012: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Multiple sclerosis exacerbation. Abdomen: soft, nontender, no pulsatile mass or bruits. Given dilaudid, zofran, depo-medrol. Put on prednisone and norco. (B)(6) 2012: (B)(6) hospital and health services. Md.(B)(6) emergency department visit. Multiple sclerosis flair. Given dilaudid, inapsine, depo-medrol. Prescription for gabapentin and prednisone. (B)(6) 2012: (B)(6) hospital and health services. Md.(B)(6) emergency department visit. Back pain; states lifting marble table today and pulled muscles in lower back. Medical history: chronic pain, multiple sclerosis, hernia. Smokes a pack a day. Abdomen obese. Impression: lumbar spine strain. Toradol given. Would not prescribe narcotics; appears already on narcotics for this. (B)(6) 2012: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Slipped and fell; hit right side of chest. Previous umbilical hernia repair that dehisced; has dressing over that and states it is also causing pain. Tenderness right lateral chest wall. Dressing in place with packing over mid abdomen where has a healing incision from ventral hernia repair. No guarding or rebound. (B)(6) 2012: (B)(6) hospital and health services. Md. (B)(6) emergency department visit. Right rib pain. Syncopal episode at home; fell onto coffee table, striking right lower ribs. Abdomen soft, nontender. Impression: right ninth rib fracture. (B)(6) 2013: (B)(6) hospital and health services. Md. (B)(6) history and physical. Impression: alcohol intoxication, suicidal ideation, left wrist laceration few weeks ago, history of bipolar disorder, severe anxiety and hypertension. Drug screen positive for benzodiazepines. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) emergency department visit. States has been suicidal. Transferred for psychiatric admission. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) emergency department visit. Postoperative from ventral hernia repair; states abdominal incision becoming red and had drainage earlier today. States he feels feverish. No vomiting or diffuse abdominal pain. Impression: abdominal surgical wound infection. Prescribed bactrim and keflex, norco for discomfort. Reports a history of methicillin-resistant staphylococcus aureus. Has appointment to see surgeon tomorrow. (B)(6) 2015: (B)(6) hospital and health service. Md.(B)(6) emergency department visit. Pain around surgical incision; had ventral hernia repair about 2 weeks ago. Having pain and redness around staples. Subjective fevers, does not feel well, nausea but no vomiting, some diarrhea. Denies drainage from incision. Saw surgeon last week who put a catheter through incision and drained fluid that was collected under incision. On bactrim and keflex. Abdomen: small amount of erythema and tenderness surrounding midline surgical incision, no drainage or warmth. Abdomen otherwise nontender. Given dose of norco, pain improved for short time, given additional norco. Abdominal exam benign. Discharged to follow up with surgeon in 2 days. Small prescription for norco, continue antibiotics. Impression: abdominal surgical wound infection. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) emergency department visit. About 2 weeks post ventral hernia repair; states had persistent hematoma which required drainage. Still having pain at incision site along with nausea and weakness. Surgery on march 27th, after that had drainage of some fluid then seen in emergency department on april 7th and april 12th for pain; no significant findings and was given norco for pain. Was also on bactrim and keflex. Heavy tobacco smoker. Abdominal incision appears to be healing well with staples in place; slight erythema around the edges. Tenderness to palpation but proportionate to degree of pressure on abdomen. Impression: abscess of abdominal wall post ventral herniorrhaphy with mesh placement. Admit. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) history and physical. Recent ventral hernia repair. Admitted through emergency department last night with worsening abdominal pain along with some erythema and swelling at level of incision. Abdomen: minimal erythema, soft, nontender. Plan: admit; intravenous fluids and antibiotics. Scan does show some postoperative fluid collections, but skin not overly erythematous. Pain control. Dr. (B)(6) to review tomorrow. (B)(6) 2015: (B)(6) hospital. Md.(B)(6) radiology ¿ CT abdomen/pelvis. Indication: hernia repair 3/26/15; redness, tenderness, drainage from surgery site. Surgeries¿hernia times 4. Impression: 11 x 3.5 x 12 cm elongated fluid collection deep to hernia mesh with mild peripheral enhancement concerning for abscess. Separate 9.5 x 2.5 x 9 cm subcutaneous fluid collection seen deep to the midline incision with subtle rim enhancement. Could represent resolving hematoma or developing abscess. Minimal amount of peri-splenic free fluid present. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) radiology ¿ CT abdomen/pelvis. Indication: abdomen pain, recent hernia surgery. Comparison: (B)(6) 2012. Findings: skin staples in anterior abdominal scan. Mesh consistent with a hernia repair in anterior aspect of abdominal wall at midline. This does not bulge like on prior exam. New fluid collection in the fat of anterior abdominal wall anterior to the mesh, there is a fluid collection that is about 11 cm in width, 3.5 cm depth, 13 cm in width. Impression: has had surgery since prior for hernia repair. Fluid collections anterior and posterior to the mesh. These could be hematoma, seroma or abscess. Slight streakiness in surrounding fat. Appendix diameter 9 mm; greater than normal but stable. Slight deformity of spleen and adjacent diaphragm. Sigmoid diverticulosis. (B)(6) 2015: (B)(6) hospital and health service. Md.(B)(6) progress notes. Abdomen: soft, nontender, nondistended. Staple line erythema. Impression: status post ventral hernia repair with postoperative fluid collections. Plan: intravenous antibiotics and fluids. Exam not impressive for cellulitis or abscess. Staples out. (B)(6) 2015: floyd memorial hospital and health service. Nurse notes. Complains of pain at site where mesh placed 5 weeks ago status post fall 2 hours ago. States he feels like something ripped. (B)(6) 2015: (B)(6) hospital and health service. Md.(B)(6) emergency department visit. Fall with pain in abdomen and lower chest. States fell against some hospital furniture, hit right chest wall; recent incisional hernia repair supraumbilical area. Impression: right sided chest and abdominal wall contusion. Take medications for pain and muscle spasm. Re-check with surgeon for further problems. (B)(6) 2015: (B)(6) hospital and health service. (B)(6) radiology ¿ CT abdomen/pelvis without contrast. Indication: fall, trauma, history of mesh hernia repair. Findings: evidence of prior mesh repair of a ventral hernia; also, evidence of hernia repair revision utilizing a second mesh. Simple appearing fluid both anterior and posterior. Impression: resolution of subcutaneous fluid collection anterior to the site of hernia repair at ventral abdomen. Stable appearance of ventral hernia repair utilizing mesh devices. Stable fluid surrounding the more posterior mesh. Fatty infiltration of liver. No acute abdominal or pelvic abnormalities. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) emergency department visit. Epigastric to right upper quadrant abdominal pain, nausea and vomiting for last 24 hours. Hernia repair ventrally about 3 months ago. States called surgeon, has appointment on tuesday. Abdomen: soft, tender to palpation right upper quadrant and epigastrium, nondistended. No rebound or guarding. Bowel sounds present, no masses. Ventral hernia noted in epigastrium, no surrounding erythema, induration or warmth. Impression: no signs of obstruction or recurrent herniation. Leukocytosis, acute diverticulitis. Plan: admit. (B)(6) 2015: (B)(6) floyd memorial hospital and health service. Md (B)(6) . History and physical. Had ventral herniorrhaphy (B)(6) 2015 complicated by postoperative seroma/hematoma which was aspirated (B)(6) 2015; suspected to be a seroma. Presented (B)(6) 2015 with 24-hour history of right upper quadrant abdominal pain, pointing to around area of surgery. Very sharp pain, 8 or 9/10 intensity. Also has bilateral lower abdominal discomfort and pain which radiates across lower abdomen at same time as right upper quadrant pain. Denies being constipated. Half pack a day smoker times 15 years. Denies alcohol use or abuse but was admitted for acute alcohol intoxication (B)(6) 2014. Disabled secondary to physical and mental issues according to him. Abdomen: distended, some soft tissue swelling around right upper quadrant incision area without symptoms of cellulitis. Also, suprapubic and left lower quadrant and right lower quadrant abdominal tenderness noted to very light palpation. I do not appreciate masses. Incision from recent herniorrhaphy appears clean, dry and well-healed. Impression: abdominal pain, postoperative. Long-term non-steroidal anti-inflammatory use, history of acid peptic disease, rule out adhesions, possible drug seeking behavior. Plan: continue intravenous fluids, switch to proton pump inhibitor, pain and nausea control. No further surgical interventions recommended by do (B)(6) . (B)(6) 2015: (B)(6) hospital and health service. Do (B)(6) . Consultation. Abdominal pain in upper abdomen with possible recurrence of hernia. Well known to me from previous laparoscopic incisional hernia repair in april; was his third hernia repair. This was my first encounter with him; we placed 8 x 6 inch davol dual composix mesh to repair incisional hernia. He did develop visceral postoperative which was drained; has not recurred. Persistent abdominal discomfort since surgery. CT scan done compared to 2 previous CT scans shows continued improvement. No evidence for recurrent hernia. Still some fluid between layers of the mesh. Abdomen: soft, no evidence for hernia recurrence. Skin to right upper midline more protuberant than on left side, no fluid wave. Impression: inflammation in area of mesh continues to improve by CT criteria. Plan: may be dismissed home. Recommend non-narcotic pain medication/anti-inflammatories. Re-check in office as needed. (B)(6) 2015: (B)(6) hospital. Do (B)(6) . Radiology ¿ CT abdomen/pelvis without contrast. Indication: status post ventral wall hernia repairs times 3. Findings: persistent fluid collection between the mesh which has progressively decreased in size, measures approximately 10 x 3 cm; on 04/19/15 was 11.4 x 3.5 cm. Subcutaneous fluid collection has resolved. Overall appearance most suggestive of resolving seroma. No air within fluid collection and it is contained between the 2 pieces of mesh. Impression: evidence of previous ventral hernia repairs; further decrease in size of a contained fluid collection; has appearance of resolving seroma. No air or other findings to suggest infection in this region. Mild sigmoid diverticulitis without abscess on perforation. ¿ (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) discharge summary. Apparently doing well until admission. Presented (B)(6) 2015. Admitted; hospital and exam benign and non-revealing. CT abdomen/pelvis showed some thickening of sigmoid colon which was non-specific, would represent mild diverticulitis. Area of symptoms did not correspond with CT changes. Asked general surgery to see him; dr. (B)(6) on call. Had operated (B)(6) 2015, admitted again (B)(6) 2015. Feels he can be discharged home; follow with them as directed. Follow up with primary care physician as needed. Dr. (B)(6) felt abdominal swelling was less than before and that he is at risk for more complications with every episode of aspiration attempted with the mesh in place. Recommends no surgical intervention at this time. Prescription for augmentin for 10 days to cover suspected mild diverticulitis. Switched him over to proton pump inhibitor, discontinue non-steroidal anti-inflammatory because of risk of gastritis and esophagitis that could potentially lead to abdominal pain. Concerned about possibility for narcotic dependence/narcotic-seeking behavior. Discharge prescriptions for augmentin, hydrocodone, esomeprazole. (B)(6) 2015: (B)(6) hospital and health service. Md.(B)(6) radiology ¿ CT abdomen/pelvis with contrast. Indication: back pain. Findings: anterior abdominal wall sheath is seen, no significant hernia evident at this time. Impression: normal size abdominal aorta, no obstructive uropathy on right, no ascites or adenopathy. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) consultation. Chest pain, family history aortic dissection; negative stress test yesterday. Abdomen: non-tender, normal bowel sounds, no guarding/rebound, hernia at upper extent of previous midline incision. Impression: chest pain, hypertension, multiple sclerosis. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) progress notes. Reports recurrent ventral hernia after left nephrectomy performed remotely for necrosis. Ventral hernia has been repaired with mesh, has recurred and is tender to palpation but discomfort unchanged from previous. Weight 247.71 pounds. (B)(6) 2015: floyd memorial hospital and health service. Md. (B)(6) emergency department visit. History of chronic pain syndrome, multiple episodes of drug seeking behavior. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) emergency department visit. Burn in mid-abdomen into right upper thigh; reports walking when he spilled hot water causing the burn. Mild nausea. Abdomen: 10 x 4 cm first and second-degree burn mid-abdomen, no active bleeding or discharge. Wound care performed, given medication for pain and nausea. Impression: 2 percent first and second-degree burn mid-abdomen. Extensive education regarding importance of follow up and wound care. Prescription for norco and silvadene. (B)(6) 2015: (B)(6) hospital and health service. Md. (B)(6) emergency department visit. Requesting pain medication. Seen after burn on 12/21 and 12/23. Abdomen: 10 x 4 cm first and second degree burn to mid abdomen, no active bleeding or discharge, open without active drainage; abdomen otherwise soft and nontender. Discussed he will not receive any narcotic pain medication prescriptions. (B)(6) 2016: (B)(6) hospital and health service. Md. (B)(6) emergency department visit. Pain in chest and upper abdomen. Recent heart catheterization; no acute findings. Abdomen soft, nontender, good bowel sounds, no pulsatile masses. Disposition: home. (B)(6) 2016: (B)(6) hospital and health service. Md. (B)(6) emergency department visit. Abdominal pain and nausea past several days. Abdomen soft with mild to moderate diffuse right-sided tenderness. CT scan abdomen/pelvis shows no acute disease. Impression: benign physical exam; discharged. Follow with his physician as needed. (B)(6) 2016: floyd memorial hospital and health service. Md. (B)(6) radiology ¿ CT abdomen/pelvis without contrast. Indication: right flank pain, history of kidney stones, prior left nephrectomy, ventral hernia repairs. Impression: right kidney appears normal, normal appearing appendix. Previous ventral hernia repairs without evidence of recurrence. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided.] (B)(6) 2012: (B)(6). (B)(6), md. Office visit. Doing reasonably well but having pain. His pain pill requirements have been a little excessive. His drain is putting out much more than 10 cc a day. Removed the drain. Removed half the staples from the midline wound; all of the peripheral staples are gone. No sign of infection or drainage. Exam: weight 215 lbs, bmi 28.37. Incisions clean, dry, intact and healing well. Plan: follow up in 1 week. [Missing records: records for the laboratory report showing ¿a white cell count of 19,400¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.